Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3.

Event description:
Healthcare professional reported "deformity", "pain", "capsular contracture baker grade iii-IV", "seroma" and "asymmetry of the inframammary folds". Patient was hospitalized from 01/oct/2025 to 04/oct/2025. This record is for the right side. Device was explanted and replaced with another manufacturer's device. It is unknown if device will return.

Event description:
Healthcare professional reported "deformity", "pain", "capsular contracture baker grade iii-IV", "seroma" and "asymmetry of the inframammary folds". Patient was hospitalized from (B)(6) 2025. This record is for the right side. Device was explanted and replaced with another manufacturer's device. It is unknown if device will return.

Manufacturer narrative:
Clarification b3: healthcare professional reported patient experienced pain for 2-3 years and in the past couple of months the pain has increased. Partial date of 01/jan/2023 was populated to document this information. Continued section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deformity", "pain", "capsular contracture baker grade iii-IV", "seroma" and "asymmetry of the inframammary folds". Patient was hospitalized from (B)(6) 2025. This record is for the right side. Device was explanted and replaced with another manufacturer's device. It is unknown if device will return.